Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. They let their battery go down and was on pain medications, once the pt got off the pain meds they had to get the ins working but they have had trouble ever since which was about 6 months ago. They kept getting message a that said battery is empty recharge stimulator. The pt could not get it to connect to recharge the ins all the time. When attempting to recharge the ins the recharger burned them sometimes (pt verified a burning sensation and it did not leave a mark). Where the cord went into the thicker plastic it burned and the relay box got real hot and sometimes for it burns on both ends of that. A request was sent to the repair department to replace the rtm.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed recharge problem, cannot continue, call medtronic" message and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.